Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received clonidine 250mcg/ml, 107.09mcg/day), fentanyl (50mcg/ml, 21.418mcg/day), and bupivacaine (14mg/ml, 5.997mg/day) in an implantable pump for an unknown indication for use. The pump began to alarm on and the patient began to experience signs of withdrawal (pain and nausea). The nurse checked the pump and the logs indicated a motor stall occurred with no recovery recorded. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient was hospitalized to replace the pump quickly. The hcp wanted to replaced the pump on the same day. The patient started weaning. The explant date was reported as (B)(6) 2017. The provided pump print report indicated the pump as interrogated on (B)(6) 2017 and a motor stall occurred on (B)(6) 2017 at 13:06. The issue was considered resolved as of (B)(6) 2017. The status of the patient was stated to be alive and with no injury. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Conclusion code no longer applies to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.